Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator was giving an error when trying to use monopolar energy. Prior to calling in, customer tried replacing the energy cord and instrument, and power cycling the erbe with no resolve. System logs confirmed erbe errors m-18, c-34, m-11, and c-30. Intuitive surgical, inc. (Isi) technical support engineer (tse) had customer reboot the erbe and the erbe powered on with error c-34. At this time, the customer was finished utilizing the erbe and no further troubleshooting was performed. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure with ports being placed. The system functionality was tested upon powering on the system, and it initially powered on without errors. To resolve the issue, the handpiece and cord were exchanged, and the unit was powered off and on. The case was completed without the use of the generator since it was toward the end of the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and was placed on an in-house system and was run in normal mode. On startup the unit displayed c-34. The complaint was confirmed based on failure analysis.